Event description:
The customer reported a motor error alarm during the rewind process. The insulin pump was ot exposed to high magnetic fields. Troubleshooting was not possible due to the motor error alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. Unable to rewind due to the motor error alarm. However, the insulin pump passed the displacement test. The insulin pump had a missing end cap sticker.